Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with both front corners of top case chipped out, broken bottom case, missing battery, and a badly broken and rotated plunger assembly. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no error message which related to calibration and clutch. To further investigate, an occlusion test and calibration was performed. Customer reported problem was duplicated. The calibration process could not be completed due to the plunger assembly being badly broken and rotated. Occlusion test could not be completed due to the premature wear of the clutches also because the assembly was badly broken and rotated. It was determined to be customer damage. The plunger assembly and carriage were replaced, the lead screw and both clutch halves were replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device clutch was worn out. Customer would like the clutch on the pump to be inspected. There was no patient, or clinician injury associated with this event.